Event description:
Patient underwent partial hemilaminectomy of l3-4 on 7/24/91. On 11/28/91 additional surgical intervention revealed a foreign object described as a grey-black material measuring 2.7cm in length, 1.5mm in width and appro. O.5mm in thickness.further evaluation of the foreign object identified the material as a portion of the radiopaque strip from a codman surgical strip used in the initial procedure.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.